Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: 2018. Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17222836 / 1736344. Product family: linear 3-4 lead 50 cm, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 17241535.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.